Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (serial number (B)(4) found that the connector pins were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connector pin broke and stuck in the recharger. No out of box failure was reported. It was reported the patient was in pain, which had started on (B)(6) 2016. The connector pin had broke in early august. Additional information received from the consumer reported that the wire with the white arrow broke on their vacation and they were without pain relief for more than a week. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.